Event description:
It was reported that the pt's device has extruded through skin at the implant site. The surgeon plans to reconstruct the skin flap by performing a graft procedure. There is currently no infection at the implant site. The surgery has been scheduled.